Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the back of the insulin pump popped out. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the drive support cap is not inserted properly. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with detached end cap. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, and minor scratches on the display window noted. The drive support cap was inspected and no anomaly was noted.